Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic bullectomy surgery, the cartridge was loose and staples were protruding. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/16/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: correction to event description. It was reported that during the pulmonary bullectomy , could not fire farther after fired a little when severing pulmonary bullous tissue on the sixth firing. Changed the new one to complete surgery. There was no patient consequence reported.